Event description:
The customer reported via phone call the he was hospitalized due to high blood glucose. Customer's blood glucose was 400 mg/dl. The customer was admitted to the hospital. The representative from the emergency department of the hospital call to helpline to troubleshoot the insulin pump. The customer was not feeling well and advised to call us back to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.